Manufacturer narrative:
The review of the complaint data revealed incorrect product was reported by the customer that would have been submitted under the vsmr report and not individual reported. The returning product has a dze procode.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.